Event description:
Reporter indicated that vns pt was recently diagnosed with vocal cord paralysis by an ent. It was reported that the pt was seen by an ent for evaluaton due to a sore throat. Reporter indicated that approx two years prior, treating neurologist at that time increased device output current to a high level. After the increase in device output current, the pt reportedly began having problems with choking and throat irritation with stimulation. Device output current was subsequently reduced and the pt got a little better. Review of available device programming history does not show an excessive increase in normal mode output current at that time. Treating neurologist indicated that the pt was last seen in their office approx 4 months ago, at which time there seemed to be nothing wrong with the pt's voice. It was reported that at the time of the pt's last appointment, the pt apparently had a psychotic episode in the waiting room during which pt was screaming and yelling at the other pts in the waiting area. Local law enforcement subdued the pt with stun guns and pt was committed to a psychiatric facility. The pt's device remains programmed to on and no intervention is planned at this time.